Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump would intermittently skip over steps during the load process and bolus delivery process. During troubleshooting with tandem technical support the pump successfully went through the load process and bolus delivery process. Customer's blood glucose level was not impacted.